Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device resulting in elevated blood glucose levels. The patient was hospitalized from (B)(6) 2020 due to diabetic ketoacidosis. The blood glucose result was 50.0 mmol/l at the hospital. The patient was treated with novorapid insulin via infusion.

Manufacturer narrative:
The patient returned a non-roche insulin cartridge. The manufacturer was (B)(4).